Manufacturer narrative:
Note: product reference 4433750 is not cleared for sales in the USA, but its catheter is similar to the product reference 5433750. Cleared under #510k130576. Batch history review: we have checked the manufacturing file of the involved batch of access port which complies with our specifications and does not present any discrepancy. The manufacturing and sterilization records does not present any abnormality. No other complaint has been reported to us on this batch of access ports released in july 2020. Investigation results: the device was not returned for evaluation. Conclusion: without any element for investigation (complained sample, pictures), no thorough investigation is possible and we cannot conclude on the real cause of the exteriorization of the access port. The records show no discrepancy. It is worth noting that 3 similar cases were reported by the same end customer. This is a known complication of the access port implantation and that several factors can contribute to device exteriorization: too superficial implantation of the port (must be between 5-10 mm below the skin surface), the patient may lose weight with time, and the port becomes too superficial; incision over the port septum (can weakened the skin); poor maintenance of the port; patient intrinsic factors; allergy; leakage of product from the port, especially chemotherapy drugs (may be due to needle not stabilized, needle not in the septum, use of non huber type needles, etc); infection; radiation over the port site (leads to fragile skin). This is a rare incident. No corrective action is currently envisaged.

Event description:
Ulceration of the skin with exposure of the port with consequent need for early removal.